Event description:
Infant in isolette for phototherapy. Had been active in the bed needing re-positioning. Apparently fell through porthole of isolette to floor. Unwitnessed by rn. This porthole had not been opened during patient cares at all.